Event description:
The anterior cut to place the femoral implant was performed with a cut block of which the placement was guided by the device. A notch of 5 mm in the anterior cut for the femur was noticed during surgery after the cut was performed. No information was received that indicates a revision surgery is planned or performed.

Manufacturer narrative:
The narrative of the event provided by the complainant shows that the provided surgical technique was not followed completely. In particular, a described step to verify the absence of notching prior to cutting was skipped. Therefore, a failure to follow the instructions is considered to be part of the investigation conclusion. An evaluation of the pt specific design specifications did not provide a potential cause available and/or the device be returned for evaluation and an investigation result be available that changes this assessment, an amended medical device report will be filed.